Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called to order a replacement due to recent issues with draining while using the cycler. The patient stated this issue has been going on for about a week now. Drain 0 = 2208mls, fill 1: 1999mls, drain 1: 2152mls, fill 2: 1999mls, drain 2: 1610mls, fill 3: 1999mls, drain 3: 3876mls, fill 4: 1999mls, drain 4: 2403mls, fill 5: 1910mls. The reported drain volume of 3876 was 194% over the expected drain volume resulting in a reportable device malfunction. Per the patient's nurse the patient remained asymptomatic.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.